Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: if possible, could you please confirm the number of procedures involved and the quantity of devices affected per procedure? Number of procedure unknown. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Two complaints opened. Were there any patient consequences during any of these procedure? If yes please provide additional details. No. The devices has been lost by the shipper. And the customer does not have another sample to return for analysis. No product return.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If possible, could you please confirm the number of procedures involved aand the quantity of devices affected per procedure? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Were there any patient consequences during any of these procedure? If yes please provide additional details. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date in 2024 and suture was used. During the procedure, it has been noticed that the threads break with each use just under the needle or in the middle of the thread. No adverse patient consequences were reported. Additional information was requested.